Event description:
A physician reported during an intraocular lens implant procedure, upon shooting with the injector the iol have small scratches / cracks at the outermost edge of the optic. Due to the minimal defect, the lenses remained in the eye. The surgeries were successfully completed without exchanging the lenses. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the h8 ¿initial use¿ was submitted in error, it should have been ¿reuse of reusable device¿ in the original MDR a sample was not received at the manufacturing site for evaluation for the report of scratches and cracks on edge of optic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).